Event description:
It was reported that lead noise was observed on the rv lead. Upon chest x-ray, both the rv and ra leads appear to be bent. The lead measurements on the rv and ra leads are all in range. No intervention has been done as the lead remains implanted and will be monitored. The patient is in stable condition.